Event description:
A nurse reports that an intraocular lens (iol) was damaged in the cartridge of the iol delivery system. The nurse indicated the difficulty was probably due to the folding of the lens in the cartridge or not enough viscoelastic solution. There was no patient impact/injury associated with this event.